Event description:
Manufacturer's representative reported the hcp was doing a cap study and flushed the catheter with dye. The pt is reported to have received 644 mcg of compounded baclofen and required hospitalization in the intensive care unit for overdose. The reporter had no pt name, physician name, or device info. Company is unable to obtain any additional info from the manufacturer's representative.